Event description:
Reference manufacturer report number: 3006705815-2019-01418.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 3006705815-2019-01418. It was reported that both leads migrated. Patient denied experiencing any falls or trauma. Surgery occurred and the leads were explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.